Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. After ablation, when the burr and rotawire were removed outside the patient's body, severe resistance was noted between the burr and the rotawire and the devices were difficult to remove. The physician was unable to remove the devices and had to pull them at the same time. Furthermore, the burr was unable to be pulled due to a kink on the rotawire. The procedure was completed with another of the same 1.25mm rotalink plus and rotawire. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. After ablation, when the burr and rotawire were removed outside the patient's body, severe resistance was noted between the burr and the rotawire and the devices were difficult to remove. The physician was unable to remove the devices and had to pull them at the same time. Furthermore, the burr was unable to be pulled due to a kink on the rotawire. The procedure was completed with another of the same 1.25mm rotalink plus and rotawire. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. The device was evaluated by the manufacturer. The device was returned for analysis. The device has the distal tip and body kinked; the body was kinked in different sections. Dimensional inspection was done and the wire was within specifications.